Event description:
It was reported that the video system center's front panel lights were intermittently not getting off. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found a printed circuit board failure and no image. Based on the results of the investigation, it is likely a printed circuit board failure led to the malfunctions; however, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.